Manufacturer narrative:
Approximate age of device ¿ 3 years and 10 months. The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that low voltage, low flow and pump stop alarms were observed. Patient was asymptomatic. The manufacturer's technical services representative reviewed the submitted log files, and pump stoppages and pump decelerations were confirmed. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. After the replacement the patient was placed back on a normal patient cable and additional pump stoppages were observed with patient positional changes. Patient was given an ungrounded power module patient cable while in intensive care unit awaiting a pump exchange. No additional information was provided.

Manufacturer narrative:
The evaluation of the submitted log file confirmed the reported pump stops and low speed events; however, a specific cause for these findings could not be conclusively determined during the analysis of the returned portion of the driveline. The submitted system controller log file captured several pump stoppage events and low speed events on (B)(6) 2018. All of the pump stoppages and low speed events occurred while the patient was supported by the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. The submitted x-ray images were unremarkable. A distal end driveline replacement was performed on 11jul2018 and approximately 19 inches of the external portion of the driveline was returned for evaluation (figure 1). The silicone, bionate, and braided shield from 13 inches to 19 inches from the connector had been removed by technical services for the repair (figure 2). Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. There was no damage to the silicone or bionate layer on the remainder of the driveline (0 inches to 13 inches). Breakdown of the metal braided shielding was observed at the terminus of the bend relief, between 4 inches and 5 inches from the connector, at 8 inches from the connector, between 10 inches and 11 inches from the connector, and 13 inches from the connector. The bionate and shielding were removed and examination of the underlying wires revealed no evidence of any damage to the wire insulation or the conductors (figure 3). Microscopic inspection and hipot testing of the returned portion of the driveline did not identify any areas of compromised wire insulation that would have contributed to an electrical short. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D6b: corrected date of explant h6: corrected health effect - impact code no further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient underwent a pump exchange on (B)(6) 2018.